Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that when attempting to open the vial (ampoule) the product crumbled into pieces. Although there was no report of user harm in this specific event, there was the potential for user injury due to the ampoule breaking while being held by the user (while opening the ampoule). Previous reports of the ampoule breaking while being held in the hand of the user (while opening the ampoule) have resulted in injury to the user.

Manufacturer narrative:
The customers reported event was that upon opening monomer ampoules they appeared to non-violently explode, causing spray of the liquid and glass pieces. Additionally, the customer requested information about the storage condition precautions for the cement kits. Without the return of the product or photographic evidence the reported event cannot be confirmed. The glass ampoule of monomer is designed to break at the scored line for mixing. If the kits are improperly maintained or handled the ampoule could prematurely break along the scored line. The instructions for use for the bone cement kit states that the monomer is a highly flammable liquid with a flashpoint of 50 degrees f. In addition, the IFU states that the kits should not be exposed to sunlight or stored above 77 degrees f. Without the returned product to confirm the reported event and with just the available information a true root cause cannot be determined. Based on the information reported in the zimmer biomet product experience report, the most likely the kits were exposed to warm temperatures (above 77 degrees f) for some time and that caused the monomer to build pressure inside the ampoule. When the health care provider cracked the vial on the scored line the pressure inside the ampoule caused a spontaneous expulsion. There are no recommended actions suggested for zimmer biomet at this time.